Manufacturer narrative:
Covidien reference#: (B)(4). The incident pencil was returned to covidien for evaluation and found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that the megadyne insulating tip had a break in it and the patient received burns to the lips. Medical intervention was required but no other information was provided. Current status of patient is recovering. The site has not alleged any malfunction of the covidien pencil.